Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Subsequently, multiple temperature alarms occurred. The customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 315 mg/dl.